Event description:
It was reported that prior to surgery, it was observed that the electric pen drive device did not have power. There were no delays to the planned surgical procedure. A spare identical device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device failed rotations per minute specifications (rpms). Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to a motor assembly or (ecu) electronic control unit failure from normal wear from use and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.